Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified the following: an opening crack, an opening striated crease/fold wear abrasion. Leak test was performed and found an opening on anterior side. A microscopic analysis was performed which identified an opening crack and an opening in the plug strap. Additionally, identified one punctured opening and striated edge opening on the anterior side. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, a puncture opening on anterior side, a striated edge opening on anterior side due to surgical damage, that consist in the use of some surgical tool, and a striated edge opening on plug strap due to surgical damage, that consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation, malposition, size exchange. Follow up findings, per doctor's office, indicate the reported event of malposition is not considered a device related event. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: adverse events potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Left side: malposition, size exchange. Follow up findings: per doctor's office, the reported event of malposition is not considered a device related event. Healthcare professional reported a left side deflation. Device has not been returned.